Event description:
It is reported that upon final impaction of cemented tibial base plate, black particles appeared a dust-like in wound and around wound. With further inspection, it was apparent that the black portion of tibial impactor had chipped off. The surgeon throughly irrigated wound to his satisfaction. No further recourse is expected per surgeon.

Manufacturer narrative:
As returned, the impactor pad contains nicks and gouges. The handle also exhibits heavy usage from the damage on the impaction site. This failure has been previously characterized by development. Impactors become damaged through repeated use due to impactions sustained while in use. Impactors or impactor heads should be replaced when the part is no longer functioning. The instrument was found to meet print specs and the device history records were reviewed and found to be conforming. The instrument had a potential field age of approx 39 months at the time of return. The cause of failure appears to be normal wear and tear.